Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned multiple components of a cvc kit, including a guidewire assembly, one 2-l catheter , arrow raulerson syringe (ars), and introducer needle. The guide wire was returned within the advancer tube; however, the straightener tube was disconnected from the thumb guide. Visual analysis of the guide wire revealed one kink. During normal assembly, this kink would have been located inside the protective tubing, protecting the guide wire from damage. Microscopic examination confirmed the kink in the guidewire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire body was located at 471 mm from the proximal end. The total length of the guide wire measured to be 602 mm which is within specifications of 596-604 mm per swg product drawing. The outer diameter of the guide wire measured to be 0.806 mm which is within specifications of 0.788-0.826 mm per swg product drawing. The IFU provided with this kit states the following: "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The returned guide wire was advanced through the returned ars, 18 ga introducer needle, and 2-l catheter. The undamaged portions of the guide wire were able to pass through all of the components with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. Manufacturing has been previously contacted for defects of this nature. They stated that all guide wire assemblies are 100% inspected by an automated vision station before being packaged. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit states: "do not use if package has been previously opened or damaged." The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. One kink was observed on the guide wire body. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. During normal packaging, the kinked portions of the guide wire body would have been located inside the tubing assembly protecting it from damage. Therefore, it cannot be confirmed when the guide wire was kinked. The root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.